Event description:
The initial reporter advised shiely inc. Of the death of a pt following an alleged outlet strut fracture of the pt's bjork-shiley convexo-concave mitral heart valve. According to a copy of the pathology report subsequently forwarded to shiley inc. From the pt's spouse, "the discoid circular leaflet is absent and the struts appear broken". A "mital valve prosthesis malfunction" is listed as an underlying cause on the death certificate, which was also forwarded to shiley inc. From the pt's spouse.